Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025 the patient reported difficulty turning the luer connector during a cartridge change. After removing the cartridge and reattaching the connector, the patient was able to lock it in successfully following a rewind. Blood glucose (bg) was not affected, and no adverse health effects were reported.